Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred regarding a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in where it was stated in the report that when the nurse was adding medication to the burette, the connector broke. Drug name was unknown. There was patient involvement but no patient harm.